Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/04/2014 with the following findings: the up and down buttons were intermittently unresponsive. Contamination was found underneath all of the keypad button contacts. Unrelated to the keypad issue, the display was dim and discolored.